Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right knee was revised. Initially patient complaint was of pain. Intra- operatively, surgeon reported the femoral component was loose. The cr femoral component and insert were revised to a ts femoral component with stem and insert.